Manufacturer narrative:
(B)(4). Batch # n54k02. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Just for clarification, when the "trigger of the device locked, preventing stapling", did the device deliver a cut line? If yes, was the cut line complete? The analysis results found that the ats45 device was returned with the firing mechanism damaged. With a cartridge reload, loaded on the device, 6r45b, fully fired, lockout normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components. Further investigation and disassembling device, the knife was found bent and wedge guide was found damaged; this condition of the wedge guide is caused by the bent knife. No conclusion could be reached as to how the wedge guide became damaged it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a thoracoscopy, video pleurectomy, thoracoscopy with pleural drainage procedure, the trigger of the device locked, preventing the stapling. It was necessary to change the device. There were no adverse events with the patient.